Event description:
It was reported that balloon rupture occurred. The 70-80% stenosed target lesion was located in the non-tortuous and moderately calcified arteriovenous fistula. A 8.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 20 atmospheres (atm), the balloon ruptured. Subsequently, another 8.0 x 100, 75cm mustang balloon catheter was advanced for dilatation, but the balloon also ruptured at 20 atm. Both devices were removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The 70-80% stenosed target lesion was located in the non-tortuous and moderately calcified arteriovenous fistula. A 8.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 20 atmospheres (atm), the balloon ruptured. Subsequently, another 8.0 x 100, 75cm mustang balloon catheter was advanced for dilatation, but the balloon also ruptured at 20 atm. Both devices were removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
A mustang device was received for analysis. A visual examination identified that the balloon was not folded, and inflation media was present inside it which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied, the balloon was inflated to its rate of burst pressure of 20 atmospheres for 30 seconds without issue. A vacuum was then applied. The inflation device was verified at 20 atmospheres, before and after use with a calibrated pressure gauge. This inflation to rate of burst pressure of 20 atmospheres was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination found that the shaft was severely stretched/damaged at more than one location. This type of damage is consistent with excessive tensile force being applied to the device. No issues were noted with the returned device which may have potentially contributed to the complaint incident.